Event description:
It was reported that during un-packaging of the 3.5 x 15 mm nc trek balloon catheter, much force was used in an attempt to remove the protective sheath. The sheath was not able to be removed; however, the stylet was able to be removed. It was noted that it feels like the lumen of the protective shaft is too narrow. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to remove the protective sheath and narrow lumen could not be replicated as only the sheath was returned. The balloon catheter was not returned. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.